Event description:
It was reported that during a cholecystectomy procedure, the device scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Lockout. Evaluation summary: the analysis results of the er320 found that it was received in good condition. When it was tested for functionality, a premature lockout issue was noted; however, the lockout was broken. The device was cycled, fed and formed the remaining nineteen clips according to mfg specifications. No anomalies were noted with the clip formation. It could not be determined what may have caused the event reported. We have documented the circumstances, as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.